Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2019. If explanted, give date: not applicable, remains implanted in the eye. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient was experiencing halos post intraocular lens (iol) implants in (B)(6) 2019 in both eyes. Reportedly the cataract was performed 1-2 years after having lasik to remove bump on her eye, to smooth the cornea. Surgeon had to have fluid drained from both eyes about 6 weeks ago. Surgeon states that patient now has dry eye, requiring lipiflow treatments. Plugs were put in her tear ducts to keep fluid in her eyes instead of flowing out. Surgeon prescribed her glasses for glare, but she still can¿t see when watching tv. Patient stated that she had an incident where she thought she needed to go to the emergency room but could not drive herself because it was too hard to see between light and dark with the giant halos around light sources. She is wanting to see if the dry eye is causing a problem with the lens. Her surgeon is saying this is the case. Additional information was received and it was learnt that she is not able to drive at night, tv glows badly, has lot of issue with led light. Doctor did provide her complimentary anti-glare glasses which helped her for some time. However, she is still having a lot of glare at night. Doctor did talk about option of lens exchange however he thinks that that can affect depth of vision. This event will capture information for her left eye. A separate report is being submitted for patient¿s right eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.